Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 01/14/2011 by fax and mail. A completed questionnaire was received on 02/03/2011. (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, the lens started sinking in the eye. The surgeon immediately removed and replaced the iol. In a follow-up, the surgeon explained that there was a capsule rupture and a vitrectomy was performed.